Event description:
It was reported that this right ventricular (rv) lead of this pacemaker system exhibited high out of range shock lead impedance measurements, greater than 125 ohms. Upon device interrogation, the impedance was within normal limits at 88 ohms. No adverse patient effects were reported. Evidence suggests that this pacemaker remains in service.